Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that vdw.silver/gold foot control caused a vdw silver reciproc device stopping during treatment. No injury occurred.

Manufacturer narrative:
Investigation and repair done by service center qed / UK: according to them "the end result was new foot control supplied. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Failure mode: speed incorrect/too fast/too slow. Root cause: various cable problem - defective foot control. Conclusion code: indeterminable device received for this event is being corrected from vdw.silver/gold foot control catalog # v041107000510 to vdw.silver reciproc catalog # v041163000000. This is a follow up report for this information.